Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The device was returned to livanova (B)(4) for further investigation and repair. During the evaluation the reported issue could not be confirmed or reproduced. The device worked according the specification.

Event description:
Livanova (B)(4) received a report that s5 erc tubing clamp / 620mm blocked during procedure. There was no report of patient injury.